Manufacturer narrative:
(B)(4). Concomitant medical products-tibial nail 9.0mm x 280mm catalog#: 40328 lot#: 355650. Foreign-(B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018 -03915.

Event description:
It was reported that during a phoenix tibial nail procedure a tip of the connecting screw fractured. The operating surgeon tried to retrieve all pieces, however, the fractured portion remained in end of the nail and could not be retrieved. As the surgeon realized he couldn't retrieve the fractured screw from the nail he then decided to explant and reinserted a backup nail to successfully complete the procedure.

Manufacturer narrative:
Lot number; initial report reported lot#: ca114487. However, upon further review, it is found that lot ca114487 was issued to 2 lot #'s. It is unknown which lot this device is from, it is from one of the following: lot# 213260 or 202220. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Lot 213260 - february 28, 2011 and lot 202220 - january 31, 2011. Complaint sample was evaluated and the reported event was confirmed. The connecting screw is fractured at the tip, and remains in the nail, confirming this complaint. Also noted multiple scratches and nicks on the threads of the connecting bolt, indicative of use. The hardness was measured on the returned product and noted to be conforming to print specifications. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.